Event description:
Customer reported the sensor reading is below 40 mg/dl. Customer's basal rates setting were checked and they were correct. Daily totals were also checked and were ok. Customer was concerned with the insulin pump and stated she was going to take her previous pump on vacation as a back up. Customer went on stating the device had been wet. Customer was advised to against using the device that was exposed with water and to return it, since the device can stop functioning. No further information reported.

Manufacturer narrative:
Additional information has been received, which was not included in the initial report. The information has been provided with this report.

Event description:
Customer reported via call, the customer had attempted to calibrate the sensor with low blood glucose of 34 mg/dl. However, the device didn't allow her so she calibrated with 40 mg/dl. Customer was advised how to properly calibrate the insulin pump and sensor. Customer is not returning the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.